Event description:
The hospital repesentative reported an infusion pump with an 812:02 failure code. Information was requested by baxter's customer service regarding whether or not the pump was in use on a pt when the failure occurred, specific pt information, whether or not there was a report of medical intervention or pt injury, pump programming and set-up information, tubing product code and lot number in use and the medication involved if applicable, but no additional information was available.